Event description:
Information was received from a patient regarding an external device. It was reported that when the patient tried to charge their ins, the screen goes blank or it would take a long time to charge the ins. When it goes to the passive recharge mode screen the numbers were anywhere between 70-100. They had to keep resetting the controller which did not resolve the issue. The recharger was heating up and the wires near the donut part of the cord were exposed; the recharger cord was frayed. The issue was not resolved. A replacement device was requested. Additional information was received. Patient reported their implanted neurostimulator (ins) had been charging really slowly and their controller had been depleting quicker since about a month ago. Pt mentioned they had charged from 50-70% on their ins this morning, but then had to unplug the controller from the recharger antenna (rtm) and charge the controller before they could charge their ins again (controller battery depleted). Pt then said later in the call that they received a replacement recharger antenna (rtm) about a year ago, but after getting the replacement rtm, their issues with the controller continued and were not resolved. Specifically, the pt said the ins took a long time to charge. Pt also mentioned they had a crack in the battery cover and the battery was not being held in effectively. Pt noticed the crack about a week ago. Pt reported their rep told them to call. During the call, the pt reset the controller and the controller was charging as expected. Ins charge was 70% and controller charge was 100%. Pt inspected the rtm cord and noticed the cord was frayed. Pt initiated a recharging session on the call and was recharging excellent. Patient demanded the controller be replaced. Pt was frustrated that the controller and li battery pack were not being replaced. Pt also mentioned their carrying case was lost. An email was sent to the repair department to replace the controller, rtm, and carrying case.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger antenna failure; there was an intermittent issue with controller recognizing rtm is plugged in while charging ins. Also, there was insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.